Manufacturer narrative:
Result: damaged left and right foot-end siderail panels. Damaged footboard modules.

Event description:
It was reported by service report that the footboard modules and both left and right-foot-end siderail panels were damaged. It is unk if there was patient involvement or if there are adverse consequences to report.